Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr kit sizer sensor was replaced because of the field action recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr display board was replaced because of the field action recall. There was no reported patient involvement.